Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopy. Concurrent conditions included endometriosis, uterine polyp and uterine fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), dysmenorrhoea ("painful mensa"), unevaluable event ("longer normal back/pelvic sharp (as written) nos"), alopecia ("hair loss") and dyspareunia ("painful intercourse"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),dilatation and curettage hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, dysmenorrhoea, unevaluable event, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, headache, pelvic pain and unevaluable event to be related to essure. The reporter commented: in removal details of essure: the essure coil was identified and bluntly dissected away from surrounding tubal fibrosis. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned deice. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet and medical record received. Surgery added to the event: pelvic pain so the case become incident. Concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pain/ pain'). In a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: laparoscopy. (B)(6) 2016, pelvic ultrasound sparrow showed a 9 x 5 x 5 cm uterus with 5 mm endometrial echo thickness and normal bilateral ovaries. No free fluid in the posterior cui de sac. Current weight 200 lbs. Concurrent conditions included: endometriosis, uterine polyp, uterine fibroids, vaginal bleeding, post procedural pain and body mass index normal. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years after insertion of essure. In (B)(6) 2014, the patient experienced headache ("headache"), dysmenorrhoea ("painful mensa/dysmenorrhea(cramping),"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding ( menorrhagia)"), mood swings ("mood swings/gradually got worse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), rash ("rashes on arms"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). And was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). And experienced endometriosis ("endometriosis") and uterine polyp ("uterine polyp"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal), type: yeast infections"). On an unknown date, the patient experienced unevaluable event ("longer normal back/pelvic sharp (as written) nos") and pain in extremity ("leg pain"). The patient was treated with naproxen and surgery (salpingectomy (bilateral removal of fallopian tubes),dilatation and curettage hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and pain in extremity had resolved. The headache, alopecia, vulvovaginal mycotic infection, migraine and vaginal discharge was resolving. And the dysmenorrhoea, unevaluable event, dyspareunia, mood swings, uterine leiomyoma, depression, anxiety, rash, endometriosis, uterine polyp and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, rash, unevaluable event, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: in removal details of essure: the essure coil was identified and bluntly, dissected away from surrounding tubal fibrosis. Discrepancy noted, in date of insertion: (B)(6) 2011, (B)(6) 2014. Essure insertion and removal date provided in pif: (B)(6) 2014 and (B)(6) 2015 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.7 kg/sqm. Hysterosalpingogram: in 2014, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy. (B)(6) 2016: pelvic ultrasound: sparrow showed a 9 x 5 x 5 cm uterus with 5 mm endometrial echo thickness and normal bilateral ovaries, no free fluid in the posterior cui de sac. Current weight 200 lbs. Concurrent conditions included endometriosis, uterine polyp, uterine fibroids, vaginal bleeding, post procedural pain and body mass index normal. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years after insertion of essure. In (B)(6) 2014, the patient experienced headache ("headache"), dysmenorrhoea ("painful mensa/dysmenorrhea(cramping"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding ( menorrhagia"), mood swings ("mood swings/gradually got worse"), vaginal hemorrhage ("abnormal bleeding (vaginal") depression ("depression"), anxiety ("anxiety"), rash ("rashes on arms,"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids,") and experienced endometriosis ("endometriosis") and uterine polyp ("uterine polyp,"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On an unknown date, the patient experienced unevaluable event ("longer normal back/pelvic sharp (as written) nos") and pain in extremity ("leg pain"). The patient was treated with naproxen and surgery (salpingectomy (bilateral removal of fallopian tubes),dilatation and curettage hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal hemorrhage, abdominal pain and pain in extremity had resolved, the headache, alopecia, vulvovaginal mycotic infection, migraine and vaginal discharge was resolving and the dysmenorrhoea, unevaluable event, dyspareunia, mood swings, uterine leiomyoma, depression, anxiety, rash, endometriosis, uterine polyp and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, rash, unevaluable event, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal hemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: in removal details of essure: the essure coil was identified and bluntly dissected away from surrounding tubal fibrosis. Discrepancy noted in date of insertion: (B)(6) 2011, (B)(6) 2014. Essure insertion and removal date provided in pif : (B)(6) 2014 and (B)(6) 2015 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. No new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy. (B)(6) 2016: pelvic ultrasound: sparrow showed a 9 x 5 x 5 cm uterus with 5 mm endometrial echo thickness and normal bilateral ovaries, no free fluid in the posterior cui de sac. Current weight 200 lbs. Concurrent conditions included endometriosis, uterine polyp, uterine fibroids, vaginal bleeding, post procedural pain and body mass index normal. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years after insertion of essure. In (B)(6) 2014, the patient experienced headache ("headache"), dysmenorrhoea ("painful mensa/dysmenorrhea(cramping),"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding ( menorrhagia),"), mood swings ("mood swings/gradually got worse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), rash ("rashes on arms,"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids,") and experienced endometriosis ("endometriosis") and uterine polyp ("uterine polyp,"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On an unknown date, the patient experienced unevaluable event ("longer normal back/pelvic sharp (as written) nos") and pain in extremity ("leg pain"). The patient was treated with naproxen and surgery (salpingectomy (bilateral removal of fallopian tubes),dilatation and curettage hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and pain in extremity had resolved, the headache, alopecia, vulvovaginal mycotic infection, migraine and vaginal discharge was resolving and the dysmenorrhoea, unevaluable event, dyspareunia, mood swings, uterine leiomyoma, depression, anxiety, rash, endometriosis, uterine polyp and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, rash, unevaluable event, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: in removal details of essure: the essure coil was identified and bluntly dissected away from surrounding tubal fibrosis. Discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned deice. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received-new events mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: yeast infections, depression, anxiety, rashes on arms, migraines / headaches, endometriosis, uterine polyp, uterine fibroids, vaginal discharge, weight gain, abdominal pain, leg pain were added. Outcome of pelvic pain updated to recovered / resolved.outcome of hair loss, headache updated to recovering / resolving. Medical history, race, weight, treatment drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.